Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed the 'system error, out of service, revert to manual CPR' error message was confirmed based on the archive data review and during functional testing. The root cause for the reported complaint was the drivetrain motor brake assembly air gap was out of specification and was not adjustable, likely attributed to normal wear and tear. The autopulse platform is a reusable device that was manufactured in march 2017 and is more than 5 years old, past the expected serviceable life of five years. During the visual inspection of the returned platform, a cracked front enclosure and top cover were observed, unrelated to the reported complaint. This physical damage was likely due to mishandling, such as a drop. The front enclosure and top cover need to be replaced to address the physical damage. In addition, unrelated to the reported complaint, the encoder driveshaft of the platform does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. This type of driveshaft issue is characteristic of the normal use of the platform. The impact of a sticky clutch was not severe enough to make the platform non-functional. Deburring of the clutch plate needs to be performed to remedy the encoder driveshaft issue. During further visual inspection, observed missing screws from multiple locations of the platform's cover and lifeband drive channel, also observed missing load cell module 2 and cable ties on the drivetrain cable, and the fan. In addition, the drive train cable was noted clamped between the battery compartment and the bottom enclosure. The observed missing parts and damaged cable appear to be a result of the customer's attempt to fix the platform without the use of the zoll-authorized service and are not related to the reported complaint. The missing and damaged parts need to be replaced to remedy the observed issues. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus confirming the reported complaint. A review of the archive data showed system error user advisory (ua) 139 (unable to hold compression position) error message to have occurred on the customer's reported event date, thus confirming the reported complaint. The investigation revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.012", out of the specification (0.008" ± 0.001"), which caused the (ua) 139 error. The brake gap could not be adjusted and continued to open out of specification. The failed drivetrain motor assembly needs to be replaced to address the issue. Further review of the archive data showed the platform stopped compression due to multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages, unrelated to the reported complaint, and as a result of the missing load cell module 2 observed during the visual inspection. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During patient use, the autopulse platform ((B)(4)) displayed a "system error, out of service, revert to manual CPR" message after the battery was replaced. Following this, the platform was replaced to continue patient care. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has received the product for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.